Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned for evaluation. The patency of the litepac device was performed using an inhouse 0.014¿ guidewire but was unsuccessful. When the guidewire passed through the distal tip the guidewire travelled into the area between the inner and outer located 9mm from the proximal marker band. The inner was punctured at this location. Solidified contrast media was present within the inner at this location. The patency check was also performed from the hub end and the guidewire exited the inner at the same inner puncture location. The punctured inner may have been user related during the attempted patency activity. It is unlikely that the reported issue is manufacturing related as a 100% guidewire check is performed during catheter production. Therefore, the result of the investigation is confirmed for the reported guidewire failure to advance issue. The root cause for the reported failure to advance issue could not be determined based upon the available information received from the field communications and device evaluation. Labeling review: the instructions for use for this litepac device was reviewed and the following sections are applicable. Indications: the litepac¿ pta balloon catheters are intended for balloon dilatation of renal, iliac and femoral arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. These catheters are not designed to be used in the coronary arteries. Contraindications: none known. Warnings: use the catheter prior to the ¿use by¿ date specified on the package. Do not advance the guidewire, balloon dilation catheter, or any component if resistance is met, without first determining the cause and taking remedial action. Precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. If resistance is felt upon removal, then the balloon, guidewire and the guiding catheter/sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and guiding catheter/ sheath as a unit and withdrawing both together, using a gently twisting motion combined with traction. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Do not continue to use the balloon catheter if the shaft has been bent or kinked. If the hypo tube kinks prior to or during use the catheter should be discarded. No attempt should be made to straighten a kink in the hypo tube. Storage: store in a cool, dark, dry place. Use the catheter prior to the ¿use by¿ date specified on the package. Directions for use: inspection and preparation remove the protective sheath by first withdrawing the stylet and then slowly removing the sheath while holding the catheter as close to the balloon as possible. If any resistance is felt, or if any stretching of the catheter is observed while removing the protective sheath, the product should not be used. The catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. Prepare a mixture of contrast medium and normal saline as per normal procedure. (Recommended 25% /75%) attach a stopcock and a 20 ml syringe half filled with the contrast solution to the balloon port. Point the syringe nozzle downward and aspirate until all air is removed from the balloon. Turn the stopcock off and maintain the vacuum in the balloon. Reinserting the balloon into the protective sheath may damage the balloon or catheter. Insertion and inflation note: when the litepac¿ catheter is in its¿ most distal position on the guidewire a guiding catheter/sheath which is long enough to cover the rapid exchange port must be used. Note: do not advance the guidewire, balloon catheter, or any component if resistance is met, without first determining the cause and taking remedial action. Note: do not inflate the balloon or advance the balloon catheter unless the guidewire is in place. Attach a hemostatic valve to the appropriate guiding catheter/sheath, which has been previously inserted into the vasculature following standard product guidelines. Insert the guidewire (0.014¿ (0.356 mm) max) into the guiding catheter/ sheath through the hemostatic valve. Under fluoroscopy, position the guidewire across the lesion in accordance with accepted pta techniques. Make sure that the protective sheath has been removed from the balloon. Back load the guidewire into the distal tip of the balloon catheter. H10: d4 (expiration date: 02/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the guidewire allegedly could not pass through the device. There was no reported patient injury.